Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corner the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 175 mg/dl. The customer was asked verbally and in written to return broken insulin pump for analysis. No further details given.